Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the dfm100 indicating that device prompt message on screen requesting battery replacement. Patient involvement information remains unknown, no patient harm reported. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.